Event description:
Customer stated, "sparks from the trigger and smelt like plastic burning, the switch has black suttee on it and it also cracked, " the product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed a burn inside the switch and a cracked casing. The burn probably occured when the housing cracked and a component came into contact with the terminal when the user pressed down the trigger to use the product. The component which came into contact with trigger was the spring, which the investigator observed was in 2 pieces. The pad, cord, and cover were not damaged. The customer did not claim any injury. Additionally the user had taped the switch back together, states "carefully examine before each use. Discard unit if it shows signs of deterioration."